Event description:
Opened laparotomy pack and there was a brown hair on the table drape. We collected the hair, placed in a bag with the pack label, saved for quality and obtained a new pack.

Event description:
Opened laparotomy pack and there was a brown hair on the table drape. We collected the hair, placed in a bag with the pack label, saved for quality and obtained a new pack.